Event description:
It was reported the ardis implant broke during the surgery. No further info is available at the time of this report.

Manufacturer narrative:
Add'l relevant info will be provided when the device eval is completed.